Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc and act buttons dome switch. It also had scratched lcd window and cracked reservoir tube lip. The operating currents were normal. No unexpected off no power, low battery alarm or blank display noted. It passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the act button would not respond. Blood glucose value was 284 mg/dl; treated with the insulin pump. It was stated that the numbers were not ramping or the scroll bar moving without input. It was also reported that the insulin pump had a blank display after changing the battery and the customer had to do a restart to get the display to return. Most recent blood glucose was 318 mg/dl. The device was returned for analysis.